Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and syncope. Concurrent conditions included dysmenorrhea since (B)(6) 2017, menorrhagia since (B)(6) 2017, organic anxiety syndrome since 2012, urinary tract infection since (B)(6) 2017, dizziness, anxiety since 2012, perineal pain, pelvic pain since (B)(6) 2017, cervicitis and nabothian cyst. Concomitant products included citalopram, medroxyprogesterone acetate (depo-provera), mirabegron (myrbetriq) and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("essureabnormalbleeding (vaginal, menorrhagia),"), menorrhagia ("essureabnormalbleeding (vaginal, menorrhagia),"), allergy to metals ("nickel allergy"), nausea ("nausea"), migraine ("migraines\headaches"), anxiety ("psychological or psychiatric condition: anxiety"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, migraine and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue, nausea, hypoaesthesia, paraesthesia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, fatigue, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings:total bilateral occlusion. Bilaterally essure devices are in place. The endometrial cavity was filled with contrast twice. Impression: no spillage of contrast from the fallopian tubes following essure placement. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : aka added, patient demographic added, essure insertion date updated, events added-abnormal bleeding (vaginal, menorrhagia ), fatigue, nickel allergy, nausea, migraines/ headaches, anxiety, numbness, tingling, abdomianl pain, back pain. Events onset date, medical history and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.